Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had smoke coming out of the battery, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had smoke coming out of the battery,

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h6(type of investigation). A getinge field service engineer (fse) confirmed unit power slot board had burnt traces on the pcb which caused the smoke. The missing screw from the broken front panel shorted the power management board. Replaced damaged components (assembly, upper panel, assy, unshielded pwr slot bd interface, pcba, cardiosave rohs power management, pneumatic module assy, rohs) and replaced expired batteries (li-ion battery pack) and cycled unit overnight on simulator & catheter no errors to report. Performed pm and full functional check the next business day. The unit returned for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the pwr slot bd interface and pcba, cardiosave rohs power management. The fat performed a visual inspection and found pwr slot bd interface to have burn damage. See attachment. Verified this part was faulty but no root cause determined. Pcba, cardiosave rohs power management was in good condition. Fat will not install and test due to the risk associated to the cardiosave test fixture. Cannot confirm a fault on this part. Board revision is also obsolete and unable to be tested by the supplier. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found unit power slot board had burnt traces on pcb which caused the smoke. The missing screw from the broken front panel shorted power management board. To fix the issue, the fse replaced damaged components and replaced expired batteries and cycled unit overnight on simulator & catheter no errors to report and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.